Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D3, g1-2: the manufacturer name and manufacturing site name have been updated to reflect the correct information. Additional information: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that when setting up for surgery it was noticed that the tubbing of the fms vue pump had ripped, after changing the tubing the chamber overflowed. The tubing was changed again and it overflowed again and the desired pressure could not be reached. No patient consequence and no surgical delay was reported. As additional information, they are afraid water may have gotten inside the unit. Additional information provided by the affiliate reported the shoulder arthroscopic case was completed with an alternative fms pump that was readily available. The affiliate reported surgical intervention is not planned and additional information could not be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device had an issue of chamber overflow and could not maintain desired pressure was confirmed. It was found that the pinch valve of the device was defective. The main pcb had a failure and there was excessive noise during the operation of the device. The defective pinch valve, pump head roller assembly and the defective pcb were replaced and the device was tested and found to be working according to specifications. The defective pinch valve and the main pcb would have caused the complaint reported by the customer. The defective pump head roller assembly can be held responsible for the noisy operation of the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances related to the reported complaint condition were identified.